Event description:
It was reported that during the implant procedure, the setscrews of the pulse generator could not be tightened to secure the atrial lead. The lead had difficulty being removed from the device. Due to the inability of loosening the lead from the device, the septum part was removed with the surgical blade; exposing the setscrew. The device was not used and was replaced successfully. The patient¿s condition post procedure was stable. It was noted that the setscrew was dropped and lost when it was removed. The issue was unknown to have been user error or device related.

Manufacturer narrative:
The reported field event of unable to tighten the set screw/difficulty removing the lead was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.